Manufacturer narrative:
(B)(4). Concomitant medical product: catalog #: 141356, regenerex primary patella 3 peg, lot # 713640. Catalog #: 141273, regenerex biomet primary tibial tray with locking bar, lot # 104860. Catalog #: ep-183540, vanguard tibial bearing cr lipped, lot # 074220. The reported event was unable to be confirmed due to limited information received from the customer. The device history record was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2017-07027, and 11433.

Event description:
It was reported that the patient is experiencing pain, loosening, and instability approximately three years post-implant of total knee. Attempts have been made and no further information has been provided.